Manufacturer narrative:
Analysis received the unit with no button response and button error alarm due to corroded keypad traces. There was no blank display noted when the battery was inserted into the battery tube. There was moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 130 mg/dl at the time of incident. She stated there is fluid under the lcd display. She stated the insulin pump was not dropped. She stated there are no cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.